Manufacturer narrative:
Per the audiologist, it was reported that the patient was administered oral and topical antibiotics for 10 days on (B)(6) 2018. As of (B)(6) 2019, the issue has reportedly resolved. This report is filed on january 24, 2019.

Manufacturer narrative:
This report is submitted on december 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.